Event description:
Reported during embolectomy procedure via arm (brachialis) that there was a balloon detachment in the native vessel. A retrieval of the distal portion was performed. The physician was unclear if the balloon had remained in the patient. Patient status was "okay". Stated that there was no resistance noted during insertion or extraction. Followup indicated that the occlusion may have been attributed to carcinoma. The embolus reportedly could not be removed.

Manufacturer narrative:
Evaluation of the device in edwards lifesciences product evaluation laboratory indicated that the balloon appeared to have torn off the catheter tip. The windings were in good condition, and there was latex under and around both the proximal and distal windings. Directions for use for the edwards model 120803f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations where the recommended pull force is exceeded to remove adherent material.